Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a case a 4.5mm cannulated screw partially threaded 38mm was about to be inserted into the patient when it was noticed that the tip of the screw was broken. The screw was never inserted into the patient and a replacement was used. There was no harm to the patient or surgical delay. The procedure was successfully completed. There is no patient consequence reported. This report is for one (1) 4.5mm cannulated screw partially threaded/38mm. This is report 1 of 1 for (B)(4).